Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with flashing medtronic logo. Unable to download history files and traces using thump software due to flashing medtronic logo. Proceeded with the following testing to assure proper functionality of the unit. After battery installation unit gave an unexpected flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to display anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Reset the pump three times to determine flashing medtronic logo is permanent. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Problem isolated to the electronic assemblies. P-cap locked in place properly during testing. Unit also received with stained keypad overlay, pillowing keypad overlay and scratched case. In conclusion, unit received with unexpected flashing medtronic logo. Problem isolated to the electronic assemblies. Exposed to moisture not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1885l. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. Mmt-1885l was requested and customer response was the device will be returned.